Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a patient was injected with 5 syringes of juvéderm® voluma¿ xc into the cheeks and temples. Patient returned the following day and was injected with botox. The healthcare professional noticed that patient had minimal swelling to the face, but "all within parameters 24 hours post filler injection." A little over two weeks later, patient returned with no concerns and was injected with 1ml of juvéderm® voluma¿ xc into the cheeks and 0.55mls of juvéderm® volbella¿ xc into the lips. About three weeks later, patient had swelling in the left cheek and was advised to take zyrtec. Swelling resolved. A week later, patient experienced right cheek swelling and a medrol dose pack was started. Two days later, the swelling was better but a "bump" below the left eye and upper lip was noted. Swelling returned 5 days later and another medrol dose pack was started. The swelling improved the following day but the bumps remained present. 5 days later, patient was seen in practice with no swelling. Massage and direct pressure were applied to the bumps and they were much improved. Swelling returned two days later generalized in the cheeks. Prednisone 5mg was started for 30 days. Events ongoing.

Event description:
Healthcare professional reported a patient was injected with 5 syringes of juvéderm® voluma¿ xc into the cheeks and temples. Patient returned the following day and was injected with botox. The healthcare professional noticed that patient had minimal swelling to the face, but "all within parameters 24 hours post filler injection." A little over two weeks later, patient returned with no concerns and was injected with 1ml of juvéderm® voluma¿ xc into the cheeks and 0.55mls of juvéderm® volbella¿ xc into the lips. About three weeks later, patient had swelling in the left cheek and was advised to take zyrtec. Swelling resolved. A week later, patient experienced right cheek swelling and a medrol dose pack was started. Two days later, the swelling was better but a "bump" below the left eye and upper lip was noted. Swelling returned 5 days later and another medrol dose pack was started. The swelling improved the following day but the bumps remained present. 5 days later, patient was seen in practice with no swelling. Massage and direct pressure were applied to the bumps and they were much improved. Swelling returned two days later generalized in the cheeks. Prednisone 5mg was started for 30 days. Events ongoing.

Manufacturer narrative:
Additional, corrected, and/or changed data: h4, h6.